Event description:
Related manufacturer reference number: 2017865-2022-46958. It was reported that the patient presented with vegetation on the right ventricular lead. The patient underwent leg debridement which is believed to be the source of infection. The entire system was explanted and replaced. There were no patient consequences.